Event description:
Customer reported that a pt presented with a small bowel obstruction ten days following an unspecified surgical procedure. The pt was returned to surgery. The customer reports that the mesh was split, described as a "perfect slice down the middle". The small bowel was reportedly looped through the split. No further info was provided.

Manufacturer narrative:
Date sent to the FDA: 07/10/2008. Conclusion: a review of the batch mfg records was conducted. This review did not identify any non-conformance and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.